Manufacturer narrative:
Additional information was added to h3 and h6. H10: one actual sample was received for evaluation. A visual inspection was performed, and it was noted that the dark female connector was separated from the main body on the transfer set. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the twist clamp of a transfer set. This issue occurred after peritoneal dialysis therapy during disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.